Manufacturer narrative:
One photograph was provided by the customer, unable to confirm complaint from the photograph provided. Received 1) one (1) used. List #011-cl3266, 18" (46 cm) appx 7.8 ml, trifuse add-on set w/2 chemolock¿, 3 clamps (blue, 2 red), dry spike adapter; lot #6032023. One (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #unknown, chemolock; lot #unknown. One (1) used. List #unknown, chemolock port; lot #unknown. 2) one (1) used. List #011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter; lot #13979356. One (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #unknown, chemolock; lot #unknown. One (1) used. List #unknown, chemolock port; lot #unknown. #3 and #4) two (2) used. List #011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter; lot #13970661. Two (2) used. List #unknown, infusion set; lot #unknown. Two (2) used. List #unknown, chemolock; lot #unknown. Two (2) used. List #unknown, chemolock port; lot #unknown. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause, unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process (CAPA-0008460) d9 device returned to manufacturer on 9/13/2024.

Event description:
The complaint/event involved a 18" (46 cm) appx 7.8 ml, trifuse add-on set w/2 chemolock¿, 3 clamps (blue, 2 red), dry spike adapter. Shearing of plastic was reported after the chemolock was spiked with an IV extension line resulting in plastic particles that were evident in the drip chamber of the line during priming of saline. Someone became aware of this issue when they observed particles in the drip chamber. No one was harmed by the reported event. There was no patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint investigation was updated on 06dec2024 and summarized as follows: received one photograph; unable to confirm complaint from the photograph provided. Received 1) one (1) used. List #011-cl3266, 18" (46 cm) appx 7.8 ml, trifuse add-on set w/2 chemolock¿, 3 clamps (blue, 2 red), dry spike adapter. --> one (1) used. List #unknown, infusion set. --> one (1) used. List #unknown, chemolock. --> one (1) used. List #unknown, chemolock port. No physical damage or other anomalies observed. Visual inspection of the return sample identified small white particulate floating in the drip chamber. The customer complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause, unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.